Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon left inside me [foreign body in reproductive tract]. Trying to remove it the string ripped and the tampon was left inside of me [complication of device removal]. Tampon string ripped [device breakage]. Case description: consumer sent e-mail stating that as she was removing a tampon, the string ripped and tampon was left inside of her. No serious injury was reported.